Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device manufacture: (B)(4) has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was "flimsy, a hold, and bent."

Manufacturer narrative:
Medical device manufacturer is corrected to sumter.